Event description:
IT WAS REPORTED THAT THE PATIENT WITH THIS CARDIAC RESYNCHRONIZATION THERAPY DEFIBRILLATOR (CRT-D) EXPERIENCED A VENTRICULAR TACHYCARDIA EPISODE. THE DEVICE DELIVERED ANTI-TACHYCARDIA PACING (ATP) HOWEVER, THIS ACCELERATED THE RHYTHM INTO VENTRICULAR FIBRILLATION (VF). THE DEVICE DETECTED THE VF AND DELIVERED A SHOCK, ENDING THE EPISODE. IT WAS DECIDED TO EXPLANT AND REPLACE THE DEVICE. NO FURTHER ADVERSE PATIENT EFFECTS WERE REPORTED.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (CRT-D) experienced a ventricular tachycardia episode. The device delivered anti-tachycardia pacing (ATP) however, this accelerated the rhythm into ventricular fibrillation (VF). The device detected the VF and delivered a shock, ending the episode. It was decided to explant and replace the device. No further adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.Additional information was added to the following fields:H6: Impact codes.